Manufacturer narrative:
The international service engineer did not find any issues with the display; therefore, no parts were replaced. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
The customer reported that the screen is white. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was found during testing. No delay in therapy and no medical intervention.